Manufacturer narrative:
E1: (B)(6) hospital. During device inspection and testing, the reported issues (image noise and the adapter could not be removed) were confirmed. In addition, service found that the camera cable was buckled and there were white scratches on the image. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that there was image noise and the adapter could not be removed. There was no report of patient or user injury due to the event. This report is being submitted for the reportable malfunction of image noise.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the indicated phenomenon was not reproduced at the repair department. It is likely that the image noise (subject cannot be recognized) occurred temporarily due to communication failure caused by cable failure because image noise caused by cable failure was confirmed (subject can be recognized). It is presumed that cable was broken due to disconnection of cable caused by cable buckling. The event can be detected/prevented by following the instructions for use which state: "when camera cable is coiled, do not pull forcibly but straighten it gradually. Doing so could disconnect the camera cable. Never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. While the camera head is attached to the endoscope, never attempt to lift the entire assembly by the camera cable. Never use a clamp or forceps to attach the camera cable to another object". Olympus will continue to monitor field performance for this device.